Manufacturer narrative:
(B)(4). The customer's product has been returned and an investigation is in process. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving inaccurate readings on their freestyle flash blood glucose monitor. Customer received readings of 182 mg/dl compared to a lab reading of 80 mg/dl within 10 min. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.